Event description:
The recipient was admitted to the emergency room after being transferred from an outside hospital for concern for mastoiditis in the implanted ear. The recipient presented with purulent drainage over the implant site at the mastoid, and was immediately taken into surgery on (B)(6) 2023 to remove the device. The infection had spread to the level of the implant. The issue started approximately one moth prior to explantation. The device was cut at the level of the facial recess and the electrode array was left in the cochlea to keep it patent for future implantation once the infection has been resolved.